Event description:
Overdelivery reported. The pt was receiving cyclosporin infusion at a rate of 42 ml/hr with 255 ml total volume to be infused. The pt reportedly received the entire 255 ml dose in less than two hours. The nurse did not recall which line contained the cyclosporin infusion or what solutions were infusing on the other pump lines, but indicated it was probably not line "a" because that is usually the maintenance fluid line. The physician was notified and indicated that the pt was asymptomatic and tolerated the infusion. No report of pt harm. No change in vital signs noted, and no increased pt monitoring. The device was switched.